Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the patient had a pump revision on (B)(6) 2014 due to the pump flipping since it was implanted in 2012. It was also reported the health care provider (hcp) spliced the catheter. Initially, it was reported a mesh was used but later in the report it was reported the nurse wasn¿t sure if one was used. Two weeks after the revision, the patient was fine that morning but then three hours later her symptoms returned and she couldn¿t move. The week prior to the date of this report, the patient had her refill appointment and it was found the pump was flipped again. The nurse had to flip the pump back. The nurse also had trouble finding the port and said she was outside the pump when she withdrew yellowish fluid. The patient reportedly thought though that the nurse was in the pump. The patient ended not getting a refill that day and was rescheduled for (B)(6) 2014. It was also reported the patient had to take oral baclofen or she wasn¿t able to get around. The patient was to see her hcp between now and (B)(6) 2014. It was lastly noted the patient wasn¿t sure if the hcp and sutured down the pump or not. The device system was used to deliver gablofen. It was further reported symptoms the patient experienced included increased stiffness. The cause of the initial flipped pump and pump flip found at the refill was unknown to the hcp. At the refill, the flipped pump was identified because they were unable to find the refill port. It was reported at the revision on (B)(6) 2014, surgical repositioning occurred as well as a catheter revision. It was unknown to the hcp if the positioning of the device had been corrected. In regards to the yellowish fluid removed at the refill, no diagnostics had been done. It was also reported the patient was seen by the managing hcp on (B)(6) 2014 and the dose was decreased to allow the refill date to be extended. The patient was also to wear a binder. The patient had not yet been successfully refilled. In terms of how the patient was doing, it was noted they recovered without permanent impairment. It was then however, reported the patient had not decided on a revision at this time. The patient was to be seen on (B)(6) 2014 in the clinic.